Event description:
The customer reported that the battery does not charge. They reported the battery was replaced last month. Connecting the machine to the network (ac power) the power supply led does not turn on as well as the battery charge led. This could indicated a failure to power up via ac power. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The device was evaluated by a philips field service engineer. The symptom was verified and localized to a failed power supply. The power supply was replaced to resolve the issue. The device remains at the customer site.